Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of dexcom g7 sensors and, per prescriber direction, disconnected the ilet, after which they experienced prolonged hyperglycemia up to 400 mg/dl for approximately 12 hours; the user inquired about using beta bionics syringes (intended to fill the cartridge), to inject subcutaneous insulin. The pt proceeded with this practice, despite being advised against it and was subsequently directed to obtain appropriate insulin syringes. Medical assistance was provided by the pt's spouse. Symptoms included hyperglycemia with no other symptoms reported. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect method while the device component was not applicable because the pump had been intentionally disconnected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Corrections: additions to sections b2 (required intervention) and h6 (addition of f23).